Event description:
One patient sample with discrepant hcg results. Initial result 13.69 miu/ml. Same sample repeated using different instrument, same method, gave result of 0.100 miu/ml. Sample repeated again using initial method, gave result of 0.124 miu/ml. Erroneous results were not reported. The field service representative was unable to determine a cause for the discrepancy. Performance tests were performed and within specifications.